Event description:
The patient was implanted with a left ventricular assist device. It was reported that red heart alarms, low speed advisories, and pump stoppages were noted during an event history review. The patient was asymptomatic. A driveline short to shield was suspected. The patient was admitted and placed on battery power. X-rays showed some thinning of the shield on the external portion of the driveline. A percutaneous lead (driveline) replacement was completed on (B)(6) 2015.

Manufacturer narrative:
Approximate age of device ¿ 3 years. Device evaluation: the report of alarms and pump stoppage was confirmed via evaluation of the returned portion of the percutaneous lead. A section of the percutaneous lead approximately 17.5 inches long was returned for evaluation. Examination of the lead found breakdown of the braided shield adjacent to the metal connector and the terminus of the connector bend relief. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. Visual inspection of the wires found a breach in the green wire insulation at the metal connector. The remaining wires appeared unremarkable. The exposed conductors of the green wire would have allowed a short to shield via the braided shield while the system was operating on the power module. The short would have resulted in the alarms and pump stoppage observed on the submitted system controller log file. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.